Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), product type: lead. Product ID: 977a275, serial# (B)(4), product type: lead. Product ID: neu_wrench_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that impedance testing performed after the leads were connected to the implantable neurostimulator (ins) found that some impedances were over 40000 ohms, prior to inserting the device in the patient. It was further reported that while electrodes 0-7 had impedances around 900 ohms, electrodes 9-15 (except 13) had impedances over 40000 ohms. The leads were then disconnected from the ins, washed with clean gauze and distilled water, and were switched and inserted into the opposite ports on the ins. Further impedance testing was performed at that time; however, impedances over 40000 ohms remained. It was noted the issue had occurred with "all electrodes with bipolar" programming and that the issue occurred in the operating room with a new ins and new leads that were unpacked at the time of the procedure. There were no connection issues noted during the implant procedure. Further troubleshooting was performed whereby the leads were connected to an external neurostimulator (ens) with a multi-lead trialing cable. Impedance testing performed with the ens found all electrodes had normal values, with impedances around 900 ohms. As a result, it was determined that the impedance issues were "not caused by a problem of the electrodes but was caused by the connection with the ins." There was no blood adhesion noted in the connector during troubleshooting. The lead connections were consequently checked many times, however the issue of impedances over 40000 ohms remained. A second ins was used, however impedances over 40000 ohms were measured with electrodes 1, 7, and 15. It was noted that the "same event occurred with a new ins." Please see regulatory report 3004209178-2016-18359 for the additional troubleshooting and testing performed with the patient's second ins. As of (B)(6) 2016, it was noted the patient was discharged from the hospital, their subsequent condition was very good, and their therapy was effective. It was stated there was "no problem" at that time and the hcp was pleased. It was noted the patient's indication for use was failed back syndrome.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins (B)(4) passed functional testing, including impedance testing in saline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.